Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced low monitoring voltage while in storage mode following a manual capacitor reformation.